Event description:
The customer reported via phone call that she was trying to change her set and she received a no delivery alarm. Customer started the process over and received the same alarm 3 times. Customer tried 3 times to fill the tubing but she received an alarm. Customer was advised to change the set and customer stated that the new set appears to be working fine. Customer's current blood glucose was 465 mg/dl. Customer stated that she is going to take a correction dosage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.